Manufacturer narrative:
Updated sections b4, d9, g3, g6, h2, h6. Manufacturer has received the device for evaluation and will submit follow-up report upon completion of investigation and receipt of any further relevant information.

Manufacturer narrative:
Updated sections b4, g3, g6, h2, h3, h6. The device was returned to the manufacturer. Following decontamination in formalin and subsequent treatment with hypochlorite solution, the two fragments of the fractured leaflet were successfully separated. Additionally, the leaflet that had remained assembled within the housing regained mobility after cleaning. A visual inspection of the valve revealed that the leaflet still assembled inside the orifice also exhibited damage. A small chipped area was detected near the edge, approximately at the midpoint of the leaflet. To ensure proper traceability, the sewing cuff of the valve was removed, allowing identification of the serial number and its position. This step enabled accurate referencing of the valve and its components. The undamaged leaflet was identified as the right leaflet, while the left leaflet was found to be fractured near its midpoint. Macroscopic examination of the fracture on the left leaflet revealed a propagation pattern starting from the midpoint of the straight edge and extending toward the upper middle of the round edge. Microscopic inspection confirmed that no damage was present on the orifice. However, the leaflet that remained assembled showed minor marks of damage in the central area, consistent with the preliminary observations. On the fractured leaflet, multiple chipped areas were visible along the main break line. Multiple chipped areas were observed along the main fracture line of the damaged leaflet. A damage map was created to indicate the specific locations and extent of the affected regions, facilitating usability and reference during the analysis. Additional images documented both the inflow and outflow sides of the left leaflet, as well as the damaged area located at the midpoint of the edge of the right leaflet. In general, the examination of the fractured surface at varying magnifications revealed it to be free from harmful voids, inclusions, or other manufacturing/material-related defects that could have contributed to the fracturing of the leaflet. From the document review performed, no manufacturing deficiencies were noted. The examination of the returned carbomedics valve concluded that a load exceeding the ultimate strength of the pyrolytic carbon was inadvertently applied to the leaflet during handling of the device for implantation. This caused localized overloading of the component, ultimately resulting in the leaflet¿s fracture and detachment. All collected evidence supports the plausibility of this scenario.

Event description:
Manufacturer was informed that after implantation of the carbomedics optiform f7-029 in the mitral position and removal of the holder sutures, it was observed that one of the valve¿s leaflets was fractured. The damaged valve was immediately replaced with a new one and patient's status was reported as stable. Based on the further information received, the operation was completed successfully. Reportedly, CABG (lad with lima) was also performed. Intra-operative echocardiography demonstrated good prosthetic valve function. Total cpb time was 213 minutes, and cross-clamp time was 154 minutes. The procedure was prolonged by approximately 30 minutes due to the incident. Reportedly, the patient remained stable throughout the additional procedural time. As further reported, no device malfunction was noted prior to implantation. The defect was identified after implantation of the mitral valve, but before closure of the interatrial septum. The procedure was a planned combined surgery (aortic valve replacement, mitral valve replacement, and CABG). Patient had a history of rheumatic heart disease with aovs, mvs, and ihd. Reportedly, euroscore ii was 2.36%. The defect was detected after mitral valve implantation but before interatrial septum closure. The operation was prolonged by ~30 minutes due to the incident.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. A follow-up report will be submitted upon receipt of the device and/or any relevant further information.